Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated possible premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. To date the patient has not signed the return consent form, thus no return is expected at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. Additional information was received that the patient consent form was received for product return. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the type of reportable event (h1)

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated possible premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. To date the patient has not signed the return consent form, thus no return is expected at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. Additional information was received that the patient consent form was received for product return. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated possible premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. To date the patient has not signed the return consent form, thus no return is expected at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated possible premature battery depletion. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. To date the patient has not signed the return consent form, thus no return is expected at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. Additional information was received that the patient consent form was received for product return. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the type of reportable event (h1) upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.